Event description:
Customer reported that the insulin pump returned multiple no delivery alarms. Customer reported receiving assistance with troubleshooting for no delivery alarms earlier in the day of the call. Customer reported that the no delivery alarms persisted after he changed the insertion site. Blood glucose level was 502 mg/dl at the time of the call. Customer reported treating with manual injections. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.